Event description:
The customer received blood glucose readings of 200 and 181mg/dl on the contour next link, re-tested on two other meters and the readings were 57 and 48mg/dl. She felt hypoglycemic. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant the customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.